Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed repeated ¿restart ilet alert (64)¿ associated with a haptic system error, and the user restarted the device multiple times without resolution while blood glucose levels remained unaffected; a replacement device was dispatched, and the original device was returned. Symptoms included no reported adverse physiological effects. Outcomes included no interruption of glycemic control requiring medical attention and no hospitalization. Investigation included review of the device history and return analysis following receipt of the original device. Investigation of this device revealed a malfunction of the haptic system consistent with the reported alert, indicating a device component failure in the vibration motor or its control circuitry. It was concluded that the cause was component failure.